Event description:
It was reported that the right ventricular (rv) lead had no capture at the maximum output, high impedance, 60 hz noise and oversensing due to a possible fracture. It was noted that the fracture appeared to be on the rv tip conductor. It was later reported that during the replacement procedure, the fluoroscopy revealed that the lead connector pin was past the connection point in the device header and there was no apparent fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2004; 4196 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). The lead was not returned for analysis. However, performance data collected from the device was received and analyzed, and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There were 12 nst episodes less than 220ms on (B)(4) 2013 and out of range measurements were showing up in early (B)(4) 2013.